Manufacturer narrative:
(B)(4).

Event description:
It was reported that during testing prior the radiation treatment, an alert was noted upon interrogation. The patient stated that he has not had any MRI procedures. After a firmware download, the device resumed normal function. The patient would be monitored normally.